Manufacturer narrative:
Follow-up #1: date of submission 02/15/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/30/2017 with the following findings: there were unexplained power on reset events observed in the black box. No damage was found to the returned battery cap. Returned battery cap attached securely to the pump. The pump powered on to the verify screen with audible and vibratory features. The pump completed 24-hour duration testing with no power on reset events duplicated. There was no evidence of internal moisture or damage to the power circuit. Unrelated to the original complaint, the cartridge compartment was damaged near the threads, however, the returned cartridge cap was able to attach to the pump and the battery compartment was noted to be cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.